Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated she was implanted for both bladder and bowel. Patient stated she was having bladder and bowel hesitation. It was supposed to help with incontinence and to keep it moving. Patient stated her interstim battery went dead. Patient asked if it was confirmed that ins went dead. Patient stated no. Patient reported therapy slowly /gradually stopped working and the pp was not connecting to ins. Patient called to get hcp listings to have the device removed. Patient also reported she fell around 2nd or 3rd week in (B)(6) 2019 and thinks she has done something to her hip but they cannot do an MRI to see what is going on. Patient also reported she has been having severe back issues. She has been hurting for probably 2 months, every day, and it has gotten worse. The patient did not know if back issue was related to device or therapy. Patient mentioned last night her husband was rubbing some lidocaine ointment on her back and the spot next to her ins was sensitive. The patient indicated the fall was related to this issue. There were no further symptoms or complications reported or anticipate.